Manufacturer narrative:
Product analysis: the device was returned for analysis. Multiple kinks were evident to hypo-tube. The device returned with balloon folds intact. The stent was positioned on the balloon between the marker bands as per position specification. The device returned with blood visible in the balloon. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the distal tip and exchange joint, suggesting a leak on the inner member. The balloon failed to maintain pressure. The outer shaft was removed. Upon visual inspection, a circular tear was observed on the inner member immediately proximal to the proximal marker band. The inner member material was protruding outwards at the leak site in a proximal direction. The inner member material was jagged and uneven at the tear site. Deformation evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent (des) to treat a mildly tortuous, mildly calcified lesion with 90-95% stenosis in the proximal obtuse marginal (om) artery. The device was inspected with no issues noted. Negative prep was performed with issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that deformation to the stent delivery system occurred as blood came back through the non-medtronic indeflator when negative prep was performed. It was later detailed that negative prep was not performed on the onyx frontier before use in the patient. Negative prep was performed after the device was inserted into the patient. The device was not moved or repositioned in the lesion while inflated or when negative prep was attempted. No leak was noted until negative prep was performed. The patient is alive with no injury.